Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a m4 alarm, a blanking display, and no flow was confirmed via the log file. The centrimag motor serial #: (B)(6) was returned for analysis and a log file was downloaded for review from the returned and associated centrimag 2nd generation primary console. A review of the downloaded log file showed with events spanning approximately 5 days (B)(6) 2021 per time stamp. Events occurring on (B)(6) 2021 took place during lab testing at abbott. On (B)(6) 2021 at 02:01:14 an ifd_shutdown_detected occurs and is followed by the s3 and m5 alarms. The speed drops by 1200 - 1300 rpm and the flow blanks to 0 lpm. A motor alarm: m4 activates at 02:01:28. These alarms are all muted and then at 02:04:58 a f2 alarm activates. That alarm continues to activate and then at 02:09:46, the motor is disconnected which clears the s3, m5, and m4 alarms. The console is then power cycled. There were no other notable alarms active in the log file. The centrimag motor was returned for analysis to the european distribution center (edc) and was functionally tested. Preventative maintenance was completed, and the unit passed all tests. The reported event was unable to be reproduced during the investigation. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor serial #: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including m4, f2, and s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3003306248-2021-00552. It was reported that there was an m4 error message on the night of (B)(6) 2021. On (B)(6) 2021 the pump kept running. The display on the console failed and the flow was no longer visible. After switching to the backup system, everything worked as expected again.